Event description:
The field service repair tech found that the power cord on the neptune rover pulled loose and was shorting out and burning the plug. There were no adverse consequences reported.

Manufacturer narrative:
The rover power cord pulled loose from the male plug assembly. The cord was replaced and the unit was returned to service.